Manufacturer narrative:
Investigation: customer returned photos of 1ml, 13mm, 27g bd allergy syringes with trays from lot # 8331547. Customer states that there are two trays in which the caps are not on the syringes when the trays are opened. The attached photos were examined and exhibtied a syringe without the shield covering the cannula, exposing the cannula as well as a tray with a loose shield in the tray. A review of the device history record was completed for batch #8331547. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Because no samples of the syringe or the shield were available to be reviewed, it cannot be accessed if there was any damage to the shield. The location of the damage on the shield may determine at what operation the shield was starting to become loose. The tray loader is a packaging machine that forms trays in a high impact polystyrene bottom web and after 25 syringes are placed in each tray, heat seals a tyvek top web onto the bottom web and cuts the packages into single units. During the process, graphics are printed on the web. 40 trays are loaded into a case, divided into four groups of ten by an insert. At the start of each shift and product changeover, a missing shield challenge is performed at the tray loader packaging operation to ensure any unshielded syringes are ejected from the good syringes. Upon review of the DHR, the challenge was acceptable. Root cause: l2l dispatch 49427 after a machine jam; camera 1 was not ¿seeing caps¿ (shields) and was automatically rejecting all product accept the shielded syringes. Corrective action: adjusted the high-level limit camera. After the adjustment, a color challenge was performed to verify the camera was verifying the color and components as required.

Event description:
Material no.: 305540 batch no.: 8331547. It was reported that before use of the bd allergy syringe tray with bd precisionglide¿ permanently attached needle the consumer stated that she has two trays in which the caps are not on the syringes when the trays are opened. The following information was provided by the initial reporter: consumer has 2 trays, part # 305540, both with lot # 8331547, where the syringe caps are not on the syringes when they open the tray.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 305540, batch no.: 8331547. It was reported that before use of the bd allergy syringe tray with bd precisionglide¿ permanently attached needle the consumer stated that she has two trays in which the caps are not on the syringes when the trays are opened. The following information was provided by the initial reporter: consumer has 2 trays, part # 305540, both with lot # 8331547, where the syringe caps are not on the syringes when they open the tray.